Manufacturer narrative:
(B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and a review of the logs but was unable to confirm the reported issue. The sensor interface board was replaced proactively.

Event description:
The hospital reported that mechanical ventilation intermittently stopped. There was no report of patient involvement.